Event description:
Customer reported a cartridge change error with their pump. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer was assisted by technical support in troubleshooting the pump issue, inspecting and cleaning components, but failed to successfully load the cartridge. Reportedly, customer reverted to a backup insulin pump for insulin therapy.